Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 25.296 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210h dialyzer. Approximately an hour into treatment, the machine alarmed 'blood lines clamped' and upon visual inspection of the blood lines, the nurse observed a kink in the arterial blood line above the dialyser. The patient was admitted to the hospital fpr observation for suspected hemolysis. The dialyzer was discarded and not available for analysis.